Event description:
It was reported that patient's vns site has opened up and that the patient's generator is visible. The device was explanted. The physician has responded to the request for believed cause of extrusion with clinic notes. The physician's assessment as to the cause of extrusion is not noted in clinic notes. Device history records were reviewed and the device was seen to pass all functional and quality testing and was hp sterilized prior to distribution. Device evaluation and return of the device is not necessary. It will not add value to the investigation. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.